Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during bolus delivery. The patient's blood glucose at the time of incident was 166 mg/dl. The customer did not recall any significant events leading to the alarm, and the pump had not been exposed to an MRI or strong magnetic field. The customer was advised to disconnect from the pump and revert to a back-up plan per health care provider's instructions. No products were shipped or returned since the pump was out of warranty; an out of warranty letter will be mailed to the customer.